Event description:
Spacelabs received a report that on (B)(6) 2015 at 8:46 a.m. A telemetry patient monitored with transmitter model 90347-05, receiver module model 90478 and central monitor model 90387-38 experienced ventricular tachycardia (vtach). There was no alarm and no printout generated for this event. No one was injured as a result of this event.

Manufacturer narrative:
The customer was unable to provide a patient retrospective database, event printouts, screen captures or a verbal description of the event with a notation of the number of beats in a row, heart rate, or alarm length. The customer did provide their selected setting for number of beats in a row to trigger an alarm which was ten; the factory default is five. The field service engineer suggested a lower setting to capture shorter ventricular tachycardia alarms. Due to insufficient information provided by the customer, a root cause cannot be determined. The involved devices performed to specifications during an onsite spacelabs investigation and the customer continues to use them without issue. This report is considered final and the issue closed.

Manufacturer narrative:
Onsite testing by a spacelabs field service engineer (fse) confirmed the involved devices performed to specifications. Spacelabs has launched an investigation into this issue and will file a supplemental report when the investigation is complete. Placeholder.